Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Modular neck adaptor trial was reported broken.

Manufacturer narrative:
An event regarding two fractured reunion tsa modular neck adaptor trials were reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection confirmed the event. An mar indicated the parts broke from side loading, leading to a break in overload. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as the devices are not lot coded. Complaint history review: not performed as the devices are not lot coded. Conclusions: the investigation concluded that the devices broke from overloading conditions. No material or manufacturing details were identified. It is believed that the failure occurred excessive loading during use. No further investigation is required.

Event description:
Modular neck adaptor trial was reported broken.